Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 464 mg/dl. Customer stated that the cannula was bent when removed. Customer has treated with manual injection. Customer experiencing blurry vision. The blood glucose reading has dropped to 415 mg/dl. The blood glucose reading at the time of the event was 800 mg/dl. Customer was feeling very sick. Nothing further reported.